Event description:
Received information reporting the cartridge tubing separated from cartridge. The issue impacted customer's blood glucose level.

Manufacturer narrative:
The device evaluation report has been completed and the customer complaint was confirmed.